Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed and a hole was found in the left cylinder. During the procedure the cylinder and the pump were removed and replaced. The cause of the left cylinder hole was not identified at the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these ams 700 inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The components were visually and microscopically examined, leak and pressure tested. No anomalies were found with the pump. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies which was not likely to have impacted device function. Analysis did not confirm the reported event. Based on the information available and analysis results, the investigation was not able to identify the cause that could have contributed to the reported clinical observation of a hole.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed and a hole was found in the left cylinder. During the procedure the cylinder and the pump were removed and replaced. The cause of the left cylinder hole was not identified at the hospital. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed and a hole was found in the left cylinder. During the procedure the cylinder and the pump were removed and replaced. The cause of the left cylinder hole was not identified at the hospital. No patient complications were reported.